Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was at home sitting in a chair and was found unresponsive by her husband who called emergency medical services (ems). Ems arrived and treated the patient with an unspecified infusion. The patient regained consciousness and ingested some soda and dextrose. The unspecified infusion continued, and the patient was transported to the hospital. At the hospital and post-emergency treatment, blood tests were performed, and the following values were provided; at 4:18pm, cgm 136 mg/dl, bg 74 mg/dl; at 5:30pm, cgm 164 mg/dl, bg 77 mg/dl. At 7:00pm, the patient declined admission to the hospital and signed out. Once home, she removed the sensor and noted the sensor wire was intact but crocked. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values post treatment fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.